Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The reported problem ec 352 could not be confirmed through the event history log review or reproduced during evaluation. The device was found to deliver within specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 352 (optical sensor toggle error) alarm that resulted in minor patient harm. The harm was not expounded by the reporter and no additional relevant details including medical intervention or patient outcome were able to be obtained. No additional information is available.